Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient developed redness and drainage at the stoma. On (B)(6) 2018 the patient saw his gastroenterologist and was started on an unspecified antibiotic. On (B)(6) 2018 his stoma site was not as red and the drainage was clear.